Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature on insulin pump was active until it kicked it out. The insulin pump was reading below 40 due to sensor issue and customer had treated based of sensor glucose value which caused the blood glucose to spike and then treated with bolus from insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced hyperglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 401 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer checked the blood glucose again and it was 492 mg/dl. No further details given. The sensor and insulin pump will not be returned for analysis.